Event description:
Complainant alleged that the clinicians were analyzing a pt's (age and gender unknown) heart rhythm with the device in semi-automatic mode, but the device failed to shock a shockable heart rhythem, and the voice prompt stated "no shock advised." The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.